Event description:
It was reported serious programmer problem message displayed. It was also reported the programmer was turned on before clinic and got the error message. Service disc was attempted, but the error continued. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; mpu (main processor unit) printed circuit board assembly found out of electrical specification. Mpu replaced and software reloaded to resolve. (B)(4).